Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that the pt was experiencing low flow alarms and pump stoppages. The pt was switched to a back-up system controller and the surgeon ordered to reduce the pumps' speed from 8600 rpm to 8200 rpm. An echocardiogram (echo) was performed by the hospital and x-ray's were taken. Pump thrombus was suspected; however, the labs were inconclusive. The hospital made the decision to exchange the pump.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the mfg's investigation is completed.